Event description:
It was reported that a spectrum iq pump over-infused, with a 20-hour scheduled parenteral nutrition (amino acids) infusion completing 1 hour and 10 minutes earlier than expected during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.